Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the right common iliac artery. Therefore, the patient was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. The procedure went without issues, but when performing final computed tomography angiography imaging, the bridging gore® excluder® contralateral leg component plc271200 appeared to have moved proximally. The movement caused a type iii endoleak at the point of connection to the distal iliac branch component ceb231210. Initially thought to represent a type 1b endoleak, the disconnection was left untreated. The patient tolerated the procedure.

Event description:
On (B)(6) 2018, the patient received a gore® excluder® contralateral leg component plc271400 during a re-intervention to repair the type iii endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Describe event or problem: provided additional information. Evaluation codes: updated codes. Code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.